Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the (B)(6)label was missing, scratches and cracks found on lcd lens screen and a damaged battery door. The customer stated problem was not confirmed. No problem found, could not duplicate customer reported problem. Device was able to pass all functional test during the investigation. Customer was urged to review calibration procedure or calibration tools. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the dso (downstream occlusion sensor) of the device doesn't calibrate. No patient injury was reported.